Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose at the time of the incident was 250 mg/dl. The customer states that the insulin pump made a long beep and was unresponsive before the blank screen. Troubleshooting was provided for the blank display but not resolved. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No audio or beep anomaly noted. Device received with blank display, problem isolated to interface board. Unable to perform operating currents, self-test, unexpected restart error test and displacement test due to blank display. No moisture or damage or unlocked lcd keypad connector during visual inspection noted.